Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(4)); product type: 0195-heart valves; implant date (B)(4)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 10 months following the implant of a evolut r transcatheter aortic valve, the patient experienced shortness of breath. An echocardiogram revealed a high gradient and aortic leaflet stenosis. Subsequently, the patient underwent a valve-in-valve procedure with another evolut fx+ transcatheter aortic valve.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient before the valve was implanted was 60 millimeters of mercury (mm hg). The mean gradient following valve implant was 10 mmhg. It was further reported that there was evidence of leaflet thickening on the bioprosthetic valve.